Event description:
A user facility primary care technician (pct) reported that the combi set had broken tubing on the arterial end near the hub connector. A blood leak occurred after priming for hemodialysis (hd) treatment and the machine alarmed. The external blood leak was visually observed. The nurse stated that the pct saw the event immediately occur as soon as the patient was connected and pressure applied after prime. The nurse stated that there were no loose connections found. The nurse stated that when the leak was noticed, the treatment was discontinued and the patient discontinued treatment due to a gastrointestinal upset issue unrelated to hd treatment. The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of this event. The nurse confirmed that the patient is doing well and has been continuing treatments with no further issues or reoccurrence of the reported event. The nurse stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and was using a fresenius dialyzer (product number and lot number unknown). The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. Additionally, the nurse confirmed that the sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 conclusion code.

Manufacturer narrative:
Correction: b5 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph of the combi set connected to the machine was provided by the customer. Evidence of a blood leak was apparent in the provided photograph. The photograph shows the main line tubing to the patient connector is cut from the arterial line. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The reported event was confirmed based on the provided photograph.

Event description:
A user facility primary care technician (pct) reported that the combi set had broken tubing on the arterial end near the hub connector. A blood leak occurred after priming for hemodialysis (hd) treatment and the machine alarmed. The external blood leak was visually observed. The nurse stated that the pct saw the event immediately occur as soon as the patient was connected and pressure applied after prime. The nurse stated that there were no loose connections found. The nurse stated that when the leak was noticed, the treatment was discontinued and the patient discontinued treatment due to a gastrointestinal upset issue unrelated to hd treatment. The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of this event. The nurse confirmed that the patient is doing well and has been continuing treatments with no further issues or reoccurrence of the reported event. The nurse stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and was using a fresenius dialyzer (product number and lot number unknown). The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. Additionally, the nurse confirmed that the sample has been discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility primary care technician (pct) reported that the combi set had broken tubing on the arterial end near the hub connector. A blood leak occurred after priming for hemodialysis (hd) treatment and the machine alarmed. The external blood leak was visually observed. The nurse stated that the pct saw the event immediately occur as soon as the patient was connected and pressure applied after prime. The nurse stated that there were no loose connections found. The nurse stated that when the leak was noticed, the treatment was discontinued and the patient discontinued treatment due to a gastrointestinal upset issue unrelated to hd treatment. The nurse confirmed that there was no patient injury, adverse events, or medical intervention required as a result of this event. The nurse confirmed that the patient is doing well and has been continuing treatments with no further issues or reoccurrence of the reported event. The nurse stated that the patient was on a fresenius 2008t machine (serial number and catalog number unknown) and was using a fresenius dialyzer (product number and lot number unknown). The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 300 ml. Additionally, the nurse confirmed that the sample has been discarded and is not available to be returned to the manufacturer for physical evaluation. A pct reported to product complaints that the combi set had broken tubing on the arterial end near the hub connector. There was no patient harm or adverse event reported.